Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: medical device: unknown maxim articular surface catalog # unknown lot # unknown. Device evaluated by MFR: customer has indicated that the product will not be returned because requested but not returned by hospital. Multiple MDR: 0001825034-2020-04273. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to pain and unstable knee. Attempt for further information has been made, but no further information has been provided.